Event description:
A pressure issue with an arthroscopy pump pressurized delivery of arthroscopy fluid into the patients leg. Volume estimated to be 4-6 liters. It is unknown yet as to the cause, pressure sensor failure or product use error. Dates of use: (B)(6) 2016. Event abated after use stopped or dose reduced: yes.